Event description:
Same case as 2134265-2008-02656. It was reported that post a coronary drug eluting stenting treatment procedure, a late stent thrombosis and myocardial infarction occurred. The physician placed two taxus express2 drug eluting stents, a 2.5x24mm and a 2.75x28mm to an unk vessel. Post implantation a thrombosis and a myocardial infarction occurred. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.